Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent sensing was observed when the patient visited the physician. The physician elected to cap and replace the lead on (B)(6) 2016. The patient was stable.